Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review for part 03.632.123, lot 7474959: release to warehouse date: january 14, 2014. Supplier - (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the first two (2) threads in the threaded portion of two (2) of the short holding sleeves were broken off and devices would not engage the screw. The evaluation set was returned and a new set was sent as a replacement. It was reported there was no patient involvement. This is report 2 of 2 for (B)(4).